Event description:
Bard port catheter inserted 1/25/1999. Post procedure x-ray showed catheter in position and intact. Pt x-rayed by oncologist to assess disease state on 11/4/1999. Chest x-ray demonstrated that part of the catheter had broken off and moved out of position into right pulmonary artery.